Event description:
New information received notes that the patient presented for the magnetic resonance imaging (MRI) scan on (B)(6) 2026. No new findings were identified related to the pacemaker. However, the patient reported experiencing the heat sensation again. No interventions have been performed at this time.

Event description:
It was reported that the patient called with a complaint of discomfort due to heating of the pacemaker which woke her up on (B)(6) 2026. In-person interrogation revealed that the pacemaker's yearlong impedances, capture thresholds and sensing remained stable. When the ventricular capture threshold test was performed, the patient reported no heat sensation at lower voltages. However, when tested at higher thresholds, the patient immediately felt heat at the pacemaker header, matching her experience on (B)(6) 2026. The skin over the pacemaker was warmer than the opposite side, and no noise was observed on the right ventricular (rv) lead. No interventions were performed, and the patient was scheduled for an MRI scan. The patient remained stable.